Manufacturer narrative:
Physio-control provided the biomedical engineer with the servicing options available for the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The biomedical engineer at the facility examined the device and verified the reported issue. He elected to repair the device himself. The biomed then replaced the main keypad assembly which resolved the reported issue and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently boot up with a white display. A white display is indicative of a device lock-up condition, which would prevent the device from providing defibrillation therapy, if necessary. There was no patient use associated with the reported event.